Event description:
Starting back in 02/05, the hosp has been having problems with pivoting operating tables in reverse orientation with a pt between 245-285 lb. The first instance was pertaining to a 3080 rcx table. The steris service rep was in the area with a partner and they helped biomedical engineering check the table thoroughly. Found no problem with the table and wrote up the service order. The problem then reappeared in 03/06 with a different table. The 3085 table involved was also checked by biomedical engineering and the steris service rep found no problem, again with table, except rubber in the bottom of feet was missing. These feet were replaced and table was put back into service. Steris rep stated the floor was out of level. Maintenance had the floor leveled and the same table was put back into the room and all the staff was in-serviced by steris. Days later (may 2006) the table tipped again. The same table tipped as before, called steris again to inform the serivce rep what happened and he showed up to reevaluate problem. He stated he would call the corporate office to find a solution. An email was sent by the steris sales rep. We have had two other instances of the tables tipping and we are getting no response from steris with a resolution. Every time there is an instance of the tables tipping, they have been checked. No problem had been found with proper operation of tables and they meet all mfrs' specs.